Manufacturer narrative:
The device was returned for analysis. A visual and tactile inspection of the hypotube shaft and extrusion shaft revealed no issues. Microscopic examination of the balloon identified a 'v-shaped' tear in the material above the distal marker band. The tip showed no signs of damage, and no issues were found upon examination of the proximal and distal marker bands. No other device-related issues were identified during the returned product analysis.

Event description:
It was reported that shaft kink occurred. A 3.50mm x 12mm nc emerge balloon catheter was selected for use. However, after multiple uses, the balloon became twisted during the insertion of the rewrapping tool, resulting in a kink in the balloon area. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a tear in the balloon.